Event description:
It was reported that the lead was explanted due to oversensing of noise. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
External insulation abrasion was noted at 11.0 ¿ 11.5 cm from the connector pin, consistent with lead friction to the device can. This is consistent with the observation from the field of noise oversensing.